Event description:
Four months prior to the patient presenting with dizziness and possible hypoperfusion of the posterior circulation, the stent (subject device) was successfully placed. An angiogram was performed and found that the previously implanted stent showed to be 80% re-stenosed. Angioplasty was performed and found that the vessel diameter improved to 63%. It was reported that the symptoms resolved when assessed the following morning.

Manufacturer narrative:
No allegations of any device malfunction or nonconformance that contributed to the event.